Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and could not confirm the reported issue. When they tried to reproduce the behavior it could not be replicated. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that when the site tried to verify the gray navlock, the screen prompted that verification was successful, but then the toolcard stayed orange. The site removed and re-added the tooldcard, and a blank toolcard was added. The site wasn't certain if the blank toolcard was added in addition to the gray navlock toolcard, or in place of it. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Engineering looked at the software logs and they found that they showed infrared interference errors logged at the time of the attempted instrument verification. Indicating wither a blocked camera or poor lighting conditions. The software is behaving as expected.

Manufacturer narrative:
The software investigation determined that the behavior described is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that when the site tried to verify the gray navlock, the screen prompted that verification was successful, but then the toolcard stayed orange. The site removed and re-added the toolcard, and a blank toolcard was added. The site wasn't certain if the blank toolcard was added in addition to the gray navlock toolcard, or in place of it. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.